Manufacturer narrative:
The lot number for the device is unknown/not provided.

Event description:
The doctor indicates fracture of the abutment screw. The doctor returned both parts of the fractured screw. The implant remains implanted.

Manufacturer narrative:
One (1) certain® titanium hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn and stripped. The. The complaint is confirmed for the allegation of a screw fracture. No device lot number was provided so a device history record review and a complaint history review could not be performed. We are unable to determine a probable cause for the reported event.